Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing coil embolization procedure to treat arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician felt resistance while advancing a smart coil at the end of a non-penumbra microcatheter; therefore, the smart coil was removed. The procedure was completed using seven additional smart coils, twenty-nine other coils, and the same microcatheter. There was no report of an adverse effect to the patient.